Event description:
A caller reported a malfunction with their insulin pump, indicated by malf 5 and fault ID 0x2147, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer used a backup insulin pump while waiting for a replacement pump from tandem technical support. Instructions on storage mode and return procedures were provided, and a new pump was sent to the customer without requiring a delivery signature.